Manufacturer narrative:
(B)(4). Concomitant product: unk protack unknown, protack lot number: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced adhesions, recurrence, bowel obstruction, non-healing wound, infection, abscess, mesh erosion, fibrosis, inflammation, foreign body giant cell reaction, bowel edematous, spillage of succus in luq, bloody fluid, purulent material, sinus tract, and pain. Post-operative patient treatment included hernia repaired with sutures, lysis of adhesions, removal of mesh, wound vac, small bowel resection, repair of rent in the ileum, suture material removed, wound packed antibiotics, injection, mildly debrided wound, and small bowel repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced adhesions, recurrence, bowel obstruction, non-healing wound, infection, abscess, mesh erosion, and pain. Post-operative patient treatment included hernia repaired with sutures, lysis of adhesions, removal of mesh, wound vac, small bowel resection, and small bowel repair.